Manufacturer narrative:
The manufacturer of the drip chamber assembly reviewed the device history record (DHR) of the involved lot number, and there were no anomalies or non-conformances related to red tab / vent hole of the spike chamber. Without the sample, a thorough sample analysis could not be performed and the reported incident could not be confirmed; however, the manufacturer of the drip chamber assembly will continue to monitor the process. Based on the results of this investigation, a definitive conclusion could not be made regarding the cause of the reported event. If additional pertinent information becomes available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample, a thorough sample analysis could not be performed. No specific conclusions can be drawn. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. There were no other reports of this nature against the reported lot number. All available information has been forwarded to the device manufacturer of the drip chamber assembly with red vent tab. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: reports a chemotherapy medication (torisel) was being infused to a patient. The red tab on the set was open, and the nurse noticed that the set started leaking from the red tab. When the nurse closed the red tab, the set would not infuse. The leak was noticed as the infusion was finishing. The therapy was not interrupted and the patient did receive the full dose.